Event description:
The dentist reported the bur fell out of the handpiece and the pt swallowed the bur. The pt was sent to the hospital for an x-ray, which confirmed that the bur was in the pt's digestive system. The doctor unsuccessfully attempted to retrieve the bur, via endoscopic procedure. The pt later returned for a follow-up x-ray, which confirmed that the bur did pass without incident. The dentist returned three handpieces with this complaint because he was unsure which handpiece contributed to the event.